Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an inoperable channel select key on the channel c pumphead module keypad. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with an inoperable channel select key on the channel c pumphead module (phm) keypad was found and confirmed by a baxter service technician. No assignable cause was provided during product evaluation. However, the channel c phm keypad was replaced to correct this condition.